Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent emergent endovascular treatment of an impending rupture of ascending aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system. The device was intentionally deployed at the position where the partial uncovered stent covered one third of the left common carotid artery (lcca) . After confirming no issue of blood flow at the lcca on the angiography, ballooning was performed. The confirmation angiography revealed that the device had migrated proximally, and the lcca was unintentionally covered and obstruction of blood flow. A bare metal stent was additionally placed at the origin of the lcca, and blood flow was improved. The patient tolerated the procedure.